Manufacturer narrative:
E1 - establishment name - (B)(6). Prior to the device being sent to olympus for evaluation, it was cleaned/reprocessed. The customer provided cleaning practices performed at the user facility. There was no delay in the start of the precleaning. The customer flushed the air/water nozzle with water and air during precleaning. There were no observed abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle/channel with detergent solution. The device evaluation was unable to confirm the customer¿s allegation of poor air/water flow. In addition to the findings reported in b5, a worn angle wire caused the bending angle in the up direction and the play of up/down knob were both out of specification, the bending section cover was scratched, the bending section cover and objective lens adhesives had a white cloudy area, the adhesive around the light guide lens was peeled, the air/water cylinder was discolored and the connecting tube was a dent, was scratched and was discolored. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the root cause of the clogged nozzle: ¿ the foreign material was unable to be identified. ¿ it is unknown what caused debris to remain in the nozzle. ¿ based on the information provided by the customer, the scope was reprocessed in accordance with the instructions for use (IFU). The IFU addresses this failure: the event can be detected and prevented in accordance with the following IFU. ¿ the instruction manual gif-1200n describes how to detect for the suggested event in chapter 3 preparation and inspection. ¿ the instruction manual gif-1200n reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The distributor reported to olympus, there was poor water supply on the gastrointestinal videoscope during preparation for use for an unknown procedure. There was no reported procedural delay. During testing and inspection of the returned device, the nozzle was clogged and was attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.